Event description:
A customer reported a tandem mobi cartridge alarm during pumping. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer chose to continue using the current pump until a replacement could be provided. Technical support confirmed the warranty status and arranged for a replacement pump, instructing the customer on how to put the problematic pump into storage mode and return it to tandem.